Event description:
Boston scientific received information that during follow-up, the patient with this implanted system presented with notable erosion and reported a burning sensation at the pocket site. The physician elected to explant the entire system; no return of product is expected. The patient remained hospitalized on antibiotics with no information provided on a system replacement at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.